Manufacturer narrative:
Product investigation is in progress

Event description:
A little painful (discomfort) inside vaginal area [vulvovaginal pain] a little (painful) discomfort inside vaginal area [vulvovaginal discomfort] string pull out of the cotton core [device breakage] case narrative: consumers spouse reported via phone that the tampons are coming apart and the strings broke off. No serious injury reported.